Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump exposed to moisture as fluid in the pump, damage (physical or cosmetic) on the battery compartment, keypad/button unresponsive/button error, critical pump error and frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-441a, mmt-342. Troubleshooting was performed the customer reported that pump was exposed to moisture but there is no visible fluid in pump. The pump has not been exposed to altitude change. The customer reported other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-441a. No product return is required for mmt-342.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to critical pump error (open book). Unable to confirm keypad anomaly and frozen screen due to open book display anomaly. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm was confirmed in (adapt) history download on 07/04/2024 at 14:36:17.000 and at 14:46:00.000. In addition, pump error 53 was also recorded in (main error log) adapt three consecutive times, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. No other relevant alarms to complaint code noted in adapt history files. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Keypad overlay was removed and no damage noted to keypad assembly or the keypad traces during visual inspection. Unit also received a scratched case, cracked case (battery tube) and cracked belt clip rails. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 35. Pump error 35 was due to moisture damage on electronic assemblies. Following e35 was pump error 53, noted in the adapt (main error log) three consecutive times, displaying an open book. Unable to confirm keypad anomaly and frozen screen due to open book. Customers concern for cosmetic damages were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.